Event description:
As reported, it was a case of a 26mm s3 ultra resilia valve implanted in the aortic position via the right transfemoral approach. During the procedure, the valve was deployed successfully, and the safari wire along with the delivery system were removed. On contrast injection, torrential aortic regurgitation was observed and the patient went into cardiac arrest. The valve leaflet was noted to be pinged back. Cardiopulmonary resuscitation was performed and the wire was re-installed, which released the cusp and the aortic regurgitation resolved. The patient was noted to be well and in stable condition at the end of the procedure.

Manufacturer narrative:
The investigation is ongoing.